Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied, however the balloon did not inflate. The device was soaked in the waterbath at 37 degrees celsius to soften hardened medium or blood that may have been present in the device. The device was removed from the bath and was attached to an encore inflation device and positive pressure was applied. A pinhole leak was located at the proximal edge of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the hypotube was kinked at multiple locations along its length. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 10/2.75 flextome cutting balloon was selected for use. During procedure it was noted that the balloon ruptured at 4atm upin first inflation. The device was removed within the catheter all together. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 10/2.75 flextome cutting balloon was selected for use. During procedure it was noted that the balloon ruptured at 4atm upin first inflation. The device was removed within the catheter all together. The procedure was completed with another of same device. No patient complications were reported.